Event description:
It was reported via repair work order that the top cover was damaged at zipper and had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with updated conclusion code to indicate the mattress cover was replaced.

Manufacturer narrative:
Conclusion - parts on back order.

Event description:
It was reported via repair work order that the top cover was damaged at zipper and had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.